Event description:
It was reported that an ilet device illuminated but displayed a blank screen while the mobile app showed an 89% charge, and the user denied drops or liquid exposure; a replacement device was shipped. Investigation included review of the reported device behavior and complaint history. Further investigation of this case revealed a suspected user interface display malfunction localized to the device screen subsystem. There were no symptoms or reported adverse clinical effects during event. Outcomes included no interruption of diabetes therapy as the user had an alternate means to monitor status via the app and received a replacement device. It was concluded that, based on previously established findings for similar reports, the event was attributable to a screen/display failure, with no alarms generated or patient harm reported.